Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: initial result for sample ID (B)(6) was >64.35 pmol/l and repeat result was 18.2 pmol/l (customer reference range: 9.01-19.05 pmol/l). Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 60071ud02 , however, in-house testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances, potential nonconformance, or deviations with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 60071ud02 was identified.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: initial result for sample ID (B)(6) was >64.35 pmol/l and repeat result was 18.2 pmol/l (customer reference range: 9.01-19.05 pmol/l). Per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.